Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: strip issue.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified the strips expired 7/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer states she has been sick with a fever for the last three weeks. Physician provided customer nasal spray and allergy medicine recently, as customer had a serious allergic reaction to something (customer and physician unsure exactly to what).